Event description:
The pt reported the hcp withdrew 10cc of drug at refill; the expected volume was 1cc. The pt also reported pain at the catheter site and a reaction to the drug (morphine). Add'l info has been requested by medtronic from the health care professional regarding the reported event. A supplemental MDR follow-up report will be sent to FDA if add'l info is received.

Manufacturer narrative:
.